Manufacturer narrative:
This follow-up report is to document product evaluation results. All returned products were tested and found to be within specification. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Patient stated the eyelets are rough to the touch and scratched his urethra. He went to the doctor and he says they prescribed antibiotics, which helped. No serious injury or bleeding.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Patient stated the eyelets are rough to the touch and scratched his urethra. He went to the doctor and he says they prescribed antibiotics, which helped. No serious injury or bleeding.